Manufacturer narrative:
On (B)(6) 2015 11:05 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device has not been returned yet for evaluation. A follow up medwatch will be send after receiving the product and evaluation. Additional information: the product mentioned under section d is a vkmo set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under (B)(4).

Event description:
According to the customer: "customer found that the venous temperature probe aperture has small cracks when they perform an operation. The small cracks cause the air enters the venous system." It took place during patient treatment, no known consequences to the patient. (B)(4).

Manufacturer narrative:
On (B)(6) 2016 09:15 am (gmt-5:00) added by (B)(6) ((B)(4)): visual inspection has been performed and cracks in the temperature sensor were detected. A crack at the luer lock of the blood inlet connector and cracks at the cap of temperature sensor were found. The failure could be confirmed. The device history record for the complaint lot has been investigated and no abnormality was found. No scrap record for the related material was found during the review. Supplier investigation will be performed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).